Manufacturer narrative:
Device evaluated by MFR.: the promus element,mr,ous 2.25x20mm stent delivery system (sds) was returned for analysis with a dislodged stent. A visual and microscopic examination of the dislodged crimped stent found stent damage. Damage was noted across the entire stent, approximately half the stent was stretched; this type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent prior to the event. A visual and tactile examination of the hypotube found multiple hypotube kinks; this type of damage is consistent with the incorrect removal of the sds from its protective tubing. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. After a 2.25x20mm promus element ¿ drug-eluting stent was unpacked and placed on the operation desk, it was noted that the stent strut was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. After a 2.25 x 20 mm promus element ¿ drug-eluting stent was unpacked and placed on the operation desk, it was noted that the stent strut was fractured. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.